Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient had a headache, was vomiting, was fatigue and had a stomach ache. He checked his cgm was the value was 250 mg/dl while his bg was 324 mg/dl. An ambulance was called adn the patient was transported to the hospital. While in the ambulance, the patient's bg was checked and it was 302 mg/dl but the patient does not know what his cgm was readign during this time. The patient was in the hospital for 2 days and treated with IV therpay, insulin, morphine for his stomach pain and potassium. On the morning of (B)(6) 2023, the patient was released from the hospital. Upon discharge, the doctor checked the patient's bg and it was 220 mg/dl while the cgm was 224 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.